Event description:
It was reported that the nurse stated they were receiving alarm 01 (patient line open), 02 (low flow) in an arctic sun device. That happened last night as well, they were able to troubleshoot it, but the flow rate had slowly dropped. Had nurse stop therapy, empty pad, and disconnect. Had nurse confirm tubing was all straight, no kinks or bends. Had nurse reconnect pad holding the blue tubing and not the clear plastic clamp. Nurse resumed therapy, water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 29 percentage, system hours were 1,932, and pump hours were 473. Had nurse stop therapy and disconnect the pad. Walked through placing device in manual control. Without pad water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -7spi, circulation pump command (cpc) was 55 percentage. Had nurse reconnect pad in different port, rotate connectors 180 degrees, water flow rate (wfr) was 0.5 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 82 percentage. Tried reconnecting pad again in different port and resumed therapy, water flow rate (wfr) was 0.5-0.6 l/min. Suggested swapping the pad out, nurse connected new pads and started therapy, after a few minutes water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 38 percentage. Disabled manual control from screen. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were receiving alarm 01(patient line open), 02(low flow) in an arctic sun device. That happened last night as well, they were able to troubleshoot it, but the flow rate had slowly dropped. Had nurse stop therapy, empty pad, and disconnect. Had nurse confirm tubing was all straight, no kinks or bends. Had nurse reconnect pad holding the blue tubing and not the clear plastic clamp. Nurse resumed therapy, water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 29 percentage, system hours were 1,932, and pump hours were 473. Had nurse stop therapy and disconnect the pad. Walked through placing device in manual control. Without pad water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -7spi, circulation pump command (cpc) was 55 percentage. Had nurse reconnect pad in different port, rotate connectors 180 degrees, water flow rate (wfr) was 0.5 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 82 percentage. Tried reconnecting pad again in different port and resumed therapy, water flow rate (wfr) was 0.5-0.6 l/min. Suggested swapping the pad out, nurse connected new pads and started therapy, after a few minutes water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 38 percentage. Disabled manual control from screen. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use was reviewed, and the labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.